Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The collimator was calibrated and the beam aligned, and the high voltage cable was cleaned and re-greased during the service call. The sys was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had physicist discrepancy of the x-ray field was too large, and the dose rate was over 20 r/minute. Also the x-ray lamp was not working. No pt injury was reported.